Manufacturer narrative:
Customer engineer evaluatated the device.

Event description:
The customer reported cracked display. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.